Manufacturer narrative:
A subject matter expert (sme) was contacted and provided the fluoroscopy images from the case. The sme reviewed the case and agrees with the performing surgeons. The sme stated "it appears to be a mechanical failure of the bone which resulted in the failure, and not related to the implant". A review of the device history record of the subject devices was completed. No anomalies or non-conformances were generated during the manufacture of these devices that would have led to this complaint condition.

Event description:
A revision from an endoskeleton® tas case from (B)(6)2017 was performed on (B)(6)2017. The revision was scheduled as it was determined the implant subsided into the vertebral body on l3-l4. The surgeons involved in the original case and the revision case concur that the implant did not result in the failure as the patient had unusually soft bone.